Event description:
It was reported that the ventilator generated a technical error code indicating a communication error. There was no patient harm. Manufacturer's ref #:(B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating a communication error during start-up. The service engineer confirmed the reported error and the breathing control printed circuit board (pcb) was found defective. The ventilator worked without issues with a control pcb from another ventilator. The requested part has not been approved by the customer, so the repair was not completed. No further information has been received despite reminders. If the suspected fault condition occurs during startup, the reported start-up error code will be generated and ventilation cannot be started. If the fault appears during ventilation, ventilation may stop and audiovisual alarms will be generated. The conclusion is that the breathing control pcb was found defective during troubleshooting on-site. As no part was returned for investigation, the root cause could not be determined.